Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent with a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros troponin I es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros troponin I es lot 1945 performance issue is also not a likely contributor to the event. The customer was following sample collection device manufacturer recommendations for sample centrifugation, so pre-analytical sample processing was not likely a contributing factor. Pre-analytical sample mix-up is not suspected but cannot be entirely ruled out as contributing to the event.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 1.479 ng/ml vs. Expected result of <0.012 ng/ml) using vitros troponin I es reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I result was reported from the laboratory, however there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).